Event description:
It was reported that, during an ablation procedure, error# 401 appeared on the carto® 3 mapping system. The user was not able to perform the fast anatomical mapping with the thermocool® smarttouch® uni-directional navigation catheter. The system had to be reloaded. The user decided to ablate with the celsius® thermocool® electrophysiology catheter since the patient had been a long time on the table during the system reload. Once the system was reloaded, the physician could finish the procedure with no other issue. No adverse patient consequences were reported. Multiple attempts were made to obtain clarification on this complaint. Information was eventually received on october 31, 2014 stating that the additional time of the procedure was of 2 and a half hours, while the total time of the procedure was of 6 hours, and that the physician considered that the delay caused a potential risk to the patient, due to the prolonged anesthesia. Based on this information and the event was reportable, with (B)(4) 2014 as the awareness date for this report.

Manufacturer narrative:
(B)(4).